Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). On an unknown date in 2012, the patient was implanted with a 25mm, non-abbott surgical valve. The patient presented in an unstable condition and the procedure was arranged on short notice as a semi-urgent intervention. The patient had an aortic valve angle of 39 degrees. From the beginning of the procedure, the patient was noted to be unstable due to fast degenerative surgical valve and cardiac insufficiency, which led the implanter to deploy the valve quickly at a depth of 5mm below the non-abbott surgical valve ring. The catheter was central and no parallax during deployment. Post-implant, the valve popped up; the patient was stable. The valve was snared above the coronaries and a new 27mm navitor vision valve was selected for implant using a new large flexnav ds. The first valve was hold by a snare while implanting the second navitor. The valve was successfully deployed without any resheath. The valve showed under expansion at the leaflet region rather than true non-uniform expansion at the inflow with room for improving the upper leaflet opening. Due to valve constraint, post-implant balloon aortic valvuloplasty (post-bav) was performed using a 24mm, non-abbott balloon. The physician believes that the adverse effect had occurred due to the fast deployment attempt since the patient was instable. There was no clinically significant delay reported. The patient was in a stable condition with good hemodynamic patient outcome and reported to be discharged.